Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose and blood glucose were not accurate. The customer indicated that her sensor glucose was 62 and her blood glucose was 109 mg/dl and went to threshold suspend. Troubleshooting advised customer on calibration techniques and to remove and change out sensor. The customer was advised that replacement sensors would be provided.